Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported, via the proency trial, that the procedure was to treat a mid rca lesion. The lesion was pre-dilated, and the promus stent was deployed. A dissection was observed proximal to the target lesion. A 3.0 x 12 mm promus stent was placed proximally with distal overlap on the first stent to teat the dissection. The pt was discharged in 2008. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labelling of abbott vascular's drug eluting stent in the us.